Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's pump was explanted due to infection. The patient had been on suppressive therapy for over a year. It was noted that the patient remains unstable in the intensive care unit. No other information has been provided at this time.